Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. However, the insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and a missing end cap sticker.

Event description:
The customer called and reported she received an alert on the insulin pump and experienced high blood glucose readings ever since. Customer tried to go through the alarm history but stated the alarm was no longer there. Customer's blood glucose was 295 mg/dl at time of incident. At the time of this report, customer's blood glucose was 235 mg/dl. During troubleshooting, customer stated there were bubbles in the infusion set tubing. The insulin pump keypad became unresponsive during troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan. It was advised the insulin pump would be replaced and customer agreed to return it for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.